Event description:
Patient called back and mentioned something was still shutting off when they went to charge this morning. Agent was trying to clarify what was shutting off but patient couldn't really tell the agent. Patient mentioned they would charge the implant and go for 10 minutes then it would shut off. Patient was not sure what was shutting off. During the call patient charged the implant at excellent connection. The implant increased from 80% to 90%. The therapy was turned on and patient was still charging at excellent after a couple minutes. Agent advised patient to call back if they had any issues charging the implant.

Manufacturer narrative:
Continuation of d10: product ID a72400 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and their stimulation quit again and patient couldn't charge the implant. During the call patient charged the implant at good connection and implant was red. Patient adjusted the recharger and got excellent. Implant increased to 10% and patient was able to turn therapy on. Agent reviewed information and advised patient to call back if the issue persisted.

Manufacturer narrative:
Continuation of d10: product ID: a72400, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they thought their charger was not working right or something, because their therapy kept turning itself off. Patient said they saw 'therapy off' on their screen, but wasn't sure which app they had been in. Agent had patient view all open programs - agent understood they were seeing their patient therapy app, but when they tapped on the window they were unable to interact and it sent them back to the home page. Agent had patient try to connect again to patient therapy app, but they said the app seemed to keep spinning and spinning while connecting to the communicator; patient confirmed the green and blue lights were illuminated on the communicator. Agent had patient close all applications and attempt to connect to patient therapy app again, and the patient was successful. Patient confirmed the ins battery appeared to be about half full and therapy was still off. Agent walked patient through turning therapy back on. Patient mentioned they had problems with therapy shutting itself off ever since shortly after they got the implant. Agent reviewed the ins may turn off when the battery gets too low, but patient said they charge daily for 45-50 minutes, so they didn't think it ever got that low. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue; agent explained a manufacturer representative (rep) may be able to interrogate the ins to check performance. Agent reviewed to make sure to exit out of all applications after use as best practices.